Event description:
It was reported that a patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead failed to capture. X-rays taken showed that the lead had dislodged. During an attempted reposition procedure on (B)(6) 2021, the tissues were attempted to be cleaned out of the lead helix. However, the fibers have wrapped too much, resulting in failed helix rotations. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of helix malfunction was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with tissue. X-ray examination revealed the helix was compressed/stretched. Furthermore, the inner coil was severely over torqued due to the procedural damage. The helix mechanism test could not be performed due to as received condition of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of failure to capture was not confirmed.